Event description:
Customer reported not being able to test his blood glucose due to using expired strips with their precision xtra meter. Customer reported experiencing symptoms of dizziness, sweaty and loss of consciousness. Paramedics were called and determined customer's blood glucose was too low. Customer reported eating a doughnut to counteract his symptoms. There was no report of any diagnosis, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.